Event description:
It was reported that during patient use, a ventilators silence reset button was continuously blinking. The patient was removed from the ventilator and transferred to another ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The product was returned for investigation. The investigation confirmed that the alarm button was continuously blinking. The switch panel was removed and a small tear was found on the switch panel membrane. The customer complaint was confirmed.